Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations throughout its length. The pusher assembly mid-joint was pulled proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device confirmed the pusher assembly was kinked. This type of damage typically occurs due to forceful advancement of the pod6 coil against resistance. Further evaluation revealed the pusher assembly mid-joint was pulled proximal to the introducer sheath friction lock. The introducer sheath friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the pod6 coil mid-joint. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the pod6 coil. The lantern mentioned in the complaint was not returned for evaluation. Pod6 devices are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod6 coils. During the procedure, while attempting to advance a pod6 coil through the rotating hemostasis valve (rhv) and into a lantern delivery microcatheter (lantern), the physician experienced resistance and the pod6 coil pusher assembly became bent. Therefore, the pod6 coil was removed and the procedure was successfully completed using a new pod6 coil and the same lantern. There was no report of an adverse effect to the patient.